Event description:
A patient reported blood glucose results of "302 mg/dl" with a lifescan meter and "200 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed. The assignable cause for the failure of the keypad is fluid ingress damage. The keypad was replaced.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had the channel select key inoperable on the channel a pumphead. The event occurred before patient use. There was no adverse event, patient injury or medical intervention. There is no further complaint information available.the user interface module master software version is 5.48.92, which is classified as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).